Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Reportedly, air bubbles were observed within the pump supplies during troubleshooting with tandem technical support. A cartridge change was performed resolving the occlusion.